Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.

Event description:
A customer reported that her meter was broken, she can't recall what the problem was with the meter but she had thrown it out. The customer further reported as a result of being unable to test, she experienced pressure in her ears and polydipsia. The customer reportedly self-presented to a health care provider, was diagnosed with hyperglycemia and treated with humalog, which was a change to her normal medications. There was no report of death or permanent impairment associated with this medical event.